Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc: (B)(4). Contact person: (B)(6). Our investigation of the returned pressure transducer printed circuit board (pcb) has been completed. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. This will cause the pre-use check to fail the internal leakage test, this because the pressure sensor's offset value will drift and exceeded the allowed limit. This offset drift will affect the measured peep (positive end expiratory pressure) during ventilation and an alarm regarding this will be generated. The offset drift is the cause of the reported failure regarding the internal leakage failure. Earlier investigation has shown that the dirt/particles/debris affected the offset measuring and once it was removed the pressure transducer functioned normally and no offset drift was noticed. The root cause to the dirt/particles/debris in the ceramic cavity has not been determined.

Event description:
Manufacturer ref. #: (B)(4).